Manufacturer narrative:
Approximate age of device ¿ 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the blood flow of the patient suddenly dropped from 4 liters to 0 liters. The patient remained conscious during the no flow period. The no flow period persisted for about an hour and a half, when suddenly the flow was restored to normal values. It was suspected that an acute obstruction occurred in the inflow cannula and went through the pump. The CT angiography showed no abnormalities regarding the pump or pump positioning and the filling status of the patient. The patient is clinically stable. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Analysis of the submitted log files confirmed the reported drop in flow to 0 lpm; however, a specific cause for this finding and a direct correlation to heartmate 3 lvas could not be conclusively established through this evaluation. The report of an obstruction that went through the pump could not be confirmed through this evaluation. The account submitted system controller and lvad log files. This file contains relevant data from (B)(6) 2018 through (B)(6) 2018. Two transient low flow events were captured on (B)(6) 2018 in which calculated average flow was captured at 2.4 lpm; however, each of these events resolved in approximately 1 second and no audible alarms became active. Additional low flow events were captured on (B)(6) 2018. Calculated average flow ranged from 0-2.3 lpm for these events and the low flow hazard alarm was active for the majority of this time. Calculated average flow was not captured above 0.0 lpm. It should be noted that this low flow condition appeared to resolve, as calculated average flow ranged from 3.2-4.1 lpm through the end of the file. It should be noted that the low speed advisory alarm was active on (B)(6) 2018; however, this appeared to be due to the stored patient speed being set below the low speed limit. The pump speed did not drop below the low speed limit for the duration of the file while the stored patient speed was set above the low speed limit. Lvad temperature remained relatively stable for the duration of the file. Motor power ranged from 1.764-3.989 mw and no additional atypical events or trends in pump parameters were captured. The system controller periodic and lvad log files were also reviewed and no additional atypical events were captured. Rotor displacement and rotor noise remained relatively stable throughout the duration of the lvad log files, including during the period of no flow. The heartmate 3 lvas instructions for use (IFU) lists peripheral thromboembolic events as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. This IFU also explains that changes in patient conditions can result in low flow. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date 10dec2018 was previously omitted on the previous report. 10dec2018 is the correct date.